Event description:
The lay-user/reporter contacted lifescan alleging that the pt's one touch ultra meter was reading inaccurately low. On an unspecified date back towards the end of april 2006, the pt developed symptoms of having a headache. Two to three hrs later, the pt's blood glucose was tested and a reading of "89 mg/dl" was obtained. Since the reporter did not know if the meter was working properly, she took the pt to the hosp 45-mins later to have her blood glucose checked. A reading of over "200 mg/dl" was obtained using an unidentified device. The pt was given insulin treatment and released from the hosp within a few hrs. The reporter indicated that the pt is on a sliding-scale insulin regimen but did not take any doses prior to the event that day. The reporter stated the pt's slidings-scale doses are based on her meals. The reporter was unable to recall if the pt had any meals prior to developing the symptoms or getting the reading of "89 mg/dl". Also, the reporter indicated that the pt did not consume food/beverages or take any medications in between the 2 reported results. The customer care advocate (cca) verified that the pt was using the correct technique for testing with the reported meter. The pt was using blood samples from her fingers and was cleaning the puncture sites correctly. The meter, test strips, and control solutions were replaced. This complaint is being reported due to the following conclusion. The pt developed a headache and obtained a reading of "89 mg/dl" on her meter. Without taking any intervention after testing on her meter, the pt received a reading of over "200 mg/dl" 45-mins later at the hosp. The pt was given insulin treatment.